Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source exhibited changed the lightbulb and it switches to the backup lightbulb immediately. The issue occurred during inspection for use. There were no reports of patient involvement.